Event description:
It was reported that during implantation the lead would not work. The physician could not get sensory or motor responses from the patient with the lead implanted. The physician put a foramen needle next to the lead and this produced proper patient responses. A new lead was used with good sensory and motor response results. It was noted that there was no patient injury and the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of lead model 3093-28, lot # v872521 showed no anomalies.